Event description:
The customer contact reported a disconnection. It was reported that the female luer of the extension set was connected to the male adapter of a 60 ml syringe, to deliver 50 ml an unspecified medication via a syringe pump, at an unspecified rate. It was reported after an unspecified length of time in use, it was reported that the female luer of the extension set "luer off" of the male adapter of the syringe and disconnected. The extension set was replaced and the therapy was resumed. It was reported that the nurse taped the connection of the extension set and the syringe. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated, the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).